Manufacturer narrative:
(B)(4) - the consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the right side connection linkage assembly broke. Replacement parts are being sent on warranty order #(B)(4). No injury.

Event description:
Customer alleged the connection linkage assembly broke on the right hand side. Replacement #(B)(4). No injury alleged.